Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This report references case 10 in the article "an 8-year retrospective study of cataract surgery and postoperative endophthalmitis: injectable intraocular lenses may reduce the incidence of postoperative endophthalmitis" by kelly weston, rory nicholson, catey bunce, yit fung yang. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed post-operative endophthalmitis with a culture of staphylococcus epidermidis. The patient underwent aqueous and vitreous biopsy, with intravitreal injection of antibiotics (vancomycin 5 mg in 0.5 ml and ceftazidime 10 mg in 0.5 ml), on the day of diagnosis.